Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time of 19 seconds, with a battery voltage 3.22v. The caller had concerns that the charge time was long.